Event description:
It was reported that noise oversensing was observed on this right ventricular (rv) lead. Pacing inhibition greater than 2 seconds was observed on this pacemaker dependent patient. The physician requested for the sensitivity to be reprogrammed to 1.5 volts. At the device implant, defibrillation threshold (dft) tests were successfully performed at 1.5 volts, thus the physician will not complete another dft. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.